Manufacturer narrative:
The device was received in the failure analysis lab for evaluation. The device was visually inspected and there were no indications of damage or misuse during inspection. The device was run with the last known customer settings and was left to run for approximately 19 hours with no hardware faults occurring during that time. The device event trace was reviewed and there were instances of a fan flt occurring around the event date; however, no instances were found on the date provided by the end user. These faults would appear as a hw fault on the device during operation. The device continued to perform as expected throughout the evaluation and successfully passed all functional testing. Based on the information provided, it was not clear how close the device was positioned relative to the MRI system at the time of the reported event; therefore, it cannot be determined whether the device was operated outside the specified MRI conditions.

Event description:
The customer reported that while the unit was being transported into an MRI room, they observed that the vent was indicating an hw fault alarm. They secured the patient in a bag, and the patient was subsequently transferred to another ltv. No harm to the patient was reported.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.